Event description:
The user facility reported during preparation for implant of an impella cp device for mechanical circulatory support to a patient experiencing acute myocardial infarction/cardiogenic shock, it was reported that the impella cp had a failure upon prepping. The impella cp was exchanged. There was no report of harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. Pump was returned for evaluation. Upon visual inspection, no issues were found with the pump. Electrical testing was done and all motor cable lines were found to be in range. Pump was plugged into 4 consoles (aic) and 4 out of 4 aics prompted case start for the pump. Data logs show that aic had repeated error with eeprom unable to read calibration data resulting in a "impella defective" alarm. There was no problem found with the impella cp pump. Upon review of the data logs and pump, it is apparent that the console is the potential cause of the issue. The investigation for the console is found in regulatory report #1220648-2024-12501.